Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was not further described. On the same day as peritonitis diagnosis, the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics for the event. At the time of this report, the patient was still hospitalized, the peritonitis was resolving, and the patient was recovering from the event. No information was provided regarding whether dianeal and extraneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.